Event description:
Caller reported that a malfunction occurred on the pump without any notable events prior. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as a backup therapy while waiting for a replacement pump with updated software.